Event description:
It was reported that during a check of past x-rays, externalized conductors were observed. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.